Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to decontaminate lines 1, 3 and 4, clean the optical line, replace the meia lamp, centrifuge the calibrator for ten minutes at maximum centrifuge speed and recalibrate. After performing the recommended troubleshooting steps, the customer's issue was resolved. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.